Manufacturer narrative:
Date rec'd by MFR: 08aug2019. The manufacturer¿s international service technician confirmed the reported issue. It was also discovered that the top cover was broken. The manufacturer¿s international service technician replaced the defective power management board, switch overlay, and top cover to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01aug2019.

Event description:
Customer contacted technical support (ts) stating that unit won't power off. Customer found on/off switch did not work. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date received by manufacturer: 13 november 2019. Date of this report: 14 november 2019. The assy pcb (power management), pwr mgmt, v680 was returned to failure investigation (fi) for evaluation. The visual inspection of the assy, pcb pwr mgmt,v680 revealed no apparent damage or anomalies. The returned pm will be installed onto known good test unit. The ventilator remained operational with no errors detected. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Customer complaint could not be verified. No fault found.